Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report filed january 12th, 2016. Device not received by manufacturer.

Manufacturer narrative:
Correction, this report is both an adverse event and a product problem. This report filed march 8th, 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, november 30, 2015.